Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation is not possible at this time. The identifying lot number has not been provided nor has the instrument been returned. Multiple attempts to obtain the item in question have been unsuccessful.

Event description:
The surgeon tapped the pedicle. When he backed out/removed the instrument, he heard a pop and noticed a part had broke off.